Event description:
Consumer is a police officer and in 2005 he was on call where he located one hypodermic needle in plastic bag and while he was examining the needle to see if it had been used he received a needle stick on his finger from needle through shield. One of the suspects that he was dealing with was known IV meth user and admitted that the needle was hers. Consumer went to the hospital for significant exposure treatment. Consumer tested negative at the time; however, as a precautionary measure he was prescribed the typical medication given after a significant exposure occurs which made him severely ill. Consumer was also told he would have to submit several blood draws over the next year to check for any infectious diseases.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk.